Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va2xphk, product type: lead. Product ID 924256, serial# unknown, product type: accessory. H3: analysis of the lead (lot #: va2xphk) revealed that the conductor was broken on the body from overstress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va2xphk product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 12-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the operation, it was found that the impedance of the lead was too high. Contributing factors and troubleshooting measures were unknown. The lead was never implanted. The new lead was replaced on the same day to complete the operation. The issue was resolved at the time of this report. No symptoms were reported. Additional information was received clarifying that the high impedance was observed during intraoperative testing. It was found that the electrode impedance was too high. The lead was never implanted. This information has been confirmed by the physician.